Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under the garment on back. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised using vaseline on the area. Follow up indicated that the rash improved.